Event description:
Per the clinic, the patient developed an infection around the abutment site (specific date not reported). Subsequently, the patient was placed under general anaesthesia on (B)(6) 2025 to perform abutment removal procedure.

Event description:
Correction: the previous or initial MDR submitted on february 19, 2025 was filed inadvertently. Abutment removal under general anesthesia is not reportable. It was reported that the internal fixture with abutment was explanted under general anesthesia (specific date not reported).